Manufacturer narrative:
The patient expired. The root cause of the death was a suspected to be a malfunction of a permanent pacemaker in the intensive care unit. Despite requests, additional information was not provided by the hospital. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with aortic valve replacement. Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, cardiac tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. The device remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there is insufficient information to confirm the cause of the reported cardiac attack post tavr. Per report, it was thought to be related to patient factors (suspected ppm malfunction and pre-existing coronary stenosis). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), 6 hours after successful implant of a 26mm sapien 3 valve inside a 25mm freedom solo valve, the patient had a cardiac attack while in intensive care. The patient had the coronaries protected through 2 bmw wires in both main coronary arteries during the procedure. As per medical opinion, the cause was considered to be pre-existing coronary stenosis. The patient¿s right and left coronary ostia heights were 10mm.